Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device that had a burning smell coming out of it while it was on. The device was coming in for service.

Event description:
It was reported that the arctic sun device that had a burning smell coming out of it while it was on. The device was coming in for service.

Manufacturer narrative:
The reported issue was confirmed. During evaluation, it was confirmed that the ac cca card and the power inlet module were burning. The power inlet module has scorch marks and is melted. The ac cca card has scorch marks on both the brown and blue wires that plug into the power inlet module. Ac cca card and power inlet module were replaced. The coin cell in the control panel was replaced due to age. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause o inadequate verification and validation activities of the crimping process o single pull test did not provide stability of process o evidence was not provided when requested for maintenance of records or crimp tools o no crimp cross-sections provided the DHR review is not required and the labelling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.